Manufacturer narrative:
The subject device was evaluated. Device inspection and evaluation, service repair noted the device nozzle was confirmed to be clogged. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of the air/water (a/w) supply was not good. The issue found during reprocessing. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: medical glue was injected via endo therapy accessories during procedure. Medical glue adhesive adheres to tip for endo therapy accessories was mishandled at withdrawing. Medical glue adhered in aw (air/water) nozzle and remained. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual preparation and inspection: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Operation manual inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function." The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "operation manual using endotherapy accessories withdrawal of endotherapy accessories. Warning: do not withdraw the endotherapy accessory if the tip is open or extended from its sheath; patient injury, bleeding, perforation, and/or endoscope damage may occur." Olympus will continue to monitor field performance for this device.